Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 16mm stent delivery system (sds) was returned for analysis. An examination of the crimped stent identified proximal damage. Proximal struts 1 and 2 were lifted and pulled in a distal direction. The crimped stent od (outer diameter) of the undamaged section was measured and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. The port bond showed no signs of damage or strain. The tip was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the problem was noticed outside of the patient's body.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 16 synergy ii drug-eluting stent was selected for use. However. During the procedure, it was noted that a stent strut was sticking out. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.